Event description:
Customer reported the zipper on the left and right side panel is off track. Also the left side panel has a tear on the netting. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation results: inspection of the returned product shows the patient access right and left side panel zipper slider bodies are open. Additionally the left side panel has a hole in the netting and a one foot netting tear. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).